Event description:
It was reported that during tonsillectomy, after outputting approximately 3 times the jaws became difficult to open although manuall y assisted open via the trigger mechanism. Subsequent functional testing outside the surgical field revealed that the opening and closing of the jaws remained impaired. The issue was diagnosed as a physical malfunction and the device was withdrawn from further use. The surgery was completed using a new device of the same model number which was connected to the same generator without any issues. The device was not stuck to the tissue. There was no patient harm/injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#;unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar buildup on the seal plate. The jaws of the device were returned opened with the knife partially advanced in the knife track. Functional testing found that the device's lever was not functional. The jaws were unable to close when the lever was engaged. The trigger did not advance the knife. A rattling noise was noted in the device. Possible broken internal components. The device was detected when plugged into generator, however activation attempts were unable to be preformed due to the returned state of the device. It was reported that the jaws were difficult to open, device stopped working and difficult/impossible to close. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife unable to advance. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.